Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the distal left circumflex (lcx). The physician could not cross the lesion with a 2.75x28 mm taxus liberte stent. The details of the lesion are unk. The procedure was successfully completed with a different device. No pt injuries or complications was reported. Pt condition listed as "good."

Manufacturer narrative:
(B)(4): the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).